Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had forgotten to rewind the insulin pump before placing in the reservoir. The customer stated that she ended up receiving all the insulin and that she subsequently went to the emergency room. The cause of the emergency room visit was this incident. The customer's blood glucose was unknown. It was possible that the customer received two dosages of the insulin. The customer had already contacted her healthcare provider. Troubleshooting was not performed because the customer was no longer present. Nothing further reported.